Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rate/sense setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted at implant. The implantable defibrillation lead was connected to the can with acceptable measurements and clean electrograms (egms). Defibrillation threshold (dft) tests were performed however conversion was not successful with a 31 joule or 41 joule shock. The patient was successfully converted with an external shock. Following the dft, noise was noted on the rate/sense channel. This device was not used and another ICD was successfully implanted. No adverse patient effects were reported.